Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device shut off and gave an e6 (handpiece overheating warning) error, thermistor was worn, flex circuit was cracked and motor was worn. Therefore, the reported condition was confirmed. It was further noted that the device overheated during use because of a worn motor. The thermistor is worn due to the device overheating. The worn motor and cracked flex circuit are due to normal wear over time. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery set up, it was observed that the motor device was overheating. It was not reported if there was a delay to a planned surgical procedure or whether a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.